Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 14may2019. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 3 months. Manufacturers investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. It was reported the patient had sudden painless loss of vision in the right eye. The patient did not see any flashing lights or any symptoms of a curtain descending. He reported that he can see white out of his eye, but nothing else. No motion was seen, no headache, migraine, numbness or weakness in limbs. On (B)(6) 2018, the patient reported that his vision was gradually improving in his right eye. Additional information was received stating the event was diagnosed as a central retinal artery occlusion. A CT of the head for coder stroke/bat was performed on (B)(6) 2018. Findings included no acute intracranial abnormality, aspect score of 10, mild generalized cerebral cortical volume loss and chronic white matter angiopathy and stable chronic infarct of the left frontal lobe. An echo from (B)(6) 2018 showed a possible small mobile thrombus in the ncc. Upon review of prior echo in (B)(6) 2018, a similar finding was noted. For treatment, it was recommended from neurology not to administer tpa due to poor risk/benefit ratio. In the setting of a therapeutic inr, subject¿s inr goal was increased to 2.5-3.5 and aspirin dose increased. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further related events have been reported at this time. The hm3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had sudden, painless loss of vision in the right eye. The patient did not see any flashing lights or have any symptoms of a curtain descending. The patient reported that they could see white out of the eye, but nothing else. No motion was seen, and the patient experienced no headache, migraine, numbness or weakness in their limbs. On (B)(6) 2018 the patient reported that vision was gradually improving in the right eye. The event was diagnosed as a central retinal artery occlusion. A computed tomography (CT) scan of the head for code stroke/brain attack team (bat) was performed on (B)(6) 2018. No acute intracranial abnormality was found and the patient's alberta stroke program early CT score (aspects) was found to be 10. The CT also showed mild generalized cerebral cortical volume loss, chronic white matter angiopathy, and stable chronic infarct of the left frontal lobe. An echocardiogram (echo) on (B)(6) 2018 showed a possible small mobile thrombus in the non-coronary cusp (ncc). Upon review of a prior echo from (B)(6) 2018, a similar finding was noted. Neurology recommended that the patient not be administered tissue plasminogen activator (tpa) due to poor risk/benefit ratio. In the setting of a therapeutic international normalized ratio (inr), the patient's inr goal and daily aspirin dose were increased.